Manufacturer narrative:
(B)(4). Date sent: 9/30/2020. Additional information was requested, and the following was obtained: patient age, bmi, gender? 36 / female / bmi 40. Was the source of the bleeding identified? No. Were any difficulties experienced with device in initial procedure to include staple form? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes, he does. Was buttressing material used? Yes, gore seamgaurd. What color cartridges were used and where? White used on small bowel transection l. 3 additional whites gst60w reloads for small bowel anastomoses. 2 gold gst60d to close gastrostomy. Multiple blue gst60b reloads to create pouch. Cdh25p. Were any energy devices used in initial procedure? Reprocessed harmonic harh45. Was an autopsy performed? If so, can the results be shared? Yes, autopsy performed (B)(6) coroner. Additional info provided: 500cc clotted blood in abdomen. 2 liters of fresh blood detected. Most of blood located by the pouch ( upper abdomen area).

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Patient age,bmi,gender? Was the source of the bleeding identified? Were any difficulties experienced with device in initial procedure to include staple form? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? What color cartridges were used and where? Were any energy devices used in initial procedure? Was an autopsy performed? If so, can the results be shared? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative to a bypass procedure the patient presented to the emergency room approximately 2 weeks later. The patient bled out internally and succumbed. No other information is available.